Event description:
It was reported that they had a call from medical engineering and told that one of their arctic sun devices was alarming no flow. They attended following day to check the device. It was checked for internal flow and also checked flow with pads connected. There was no flow at all. It was also noted that the fill tube was in the drain port site and customer had been unable to secure that fill tube in the correct position as it was too loose and kept falling out. No adverse effect, patient was moved onto another device. Per follow up information in wo updated on 13oct2023, decontamination process not finalized, could not fill in the unit with solution and there was a problem with circulation pump. The faulty circulation pump and pressure sensor would be replaced. An electrical safety test would be performed. The system would be sanitized, functionality would be evaluated for compliance with manufacturing specifications. Device would be calibrated. Need to be fixed by engineer. No adverse effect, patient was moved onto another device. Per follow up information in wo updated on 07nov2023, decontamination process not finalized, could not fill in the unit with solution, there was a problem with circulation pump. Need to be fixed by engineer.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed pressure transducer. The device was evaluated. The pressure transducer was found to be failed. The pressure transducer was replaced. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they had a call from medical engineering and told that one of their arctic sun devices was alarming no flow. They attended following day to check the device. It was checked for internal flow and also checked flow with pads connected. There was no flow at all. It was also noted that the fill tube was in the drain port site and customer had been unable to secure that fill tube in the correct position as it was too loose and kept falling out. No adverse effect, patient was moved onto another device. Per follow up information in wo updated on 13oct2023, decontamination process not finalized, could not fill in the unit with solution and there was a problem with circulation pump. The faulty circulation pump and pressure sensor would be replaced. An electrical safety test would be performed. The system would be sanitized, functionality would be evaluated for compliance with manufacturing specifications. Device would be calibrated. Need to be fixed by engineer. No adverse effect, patient was moved onto another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.